Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not secure and were falling off of tissue. No additional information available. It is unknown how case completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty, locked out and the orange indicator displayed as intended. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.